Event description:
Philips received a complaint by the customer on the v60 indicating that when the device was turned on, a 1202 "proximal pressure line disconnect" error message was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that when the device was turned on, a 1202 "proximal pressure line disconnect" error message was displayed. The customer also believed there was a possible gas delivery system (gds) failure. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse checked the ventilator and confirmed the 1202 error code in the event log. The fse found that the error was due to an incorrect placement of the patient circuit. A general review of the ventilator was carried out because the device was within the date of this year's preventive maintenance (pm), and necessary checks were carried out to certify that the device was back to the operating conditions prior to the failure. To ensure proper operation of the equipment, the fse also recommended that the customer only use philips-approved accessories and consumables. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6) hospital.